Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report. Sections were incorrectly documented in the initial MDR 30 day report. Sections have been updated.

Event description:
Customer reported seeing a "spark" coming from their adc freestyle libre reader. Customer reported seeing the spark while,"using the yellow cable to connect the reader to the charge" there was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported seeing a "spark" coming from their adc freestyle libre reader. Customer reported seeing the spark while,"using the yellow cable to connect the reader to the charge" there was no report of death, serious injury, or mistreatment associated with this event.